Manufacturer narrative:
(B)(4). On 2016-12-19: as stated by the ssu, the affected pump has been returned by the customer to ssu-workshop for investigation and repair (service order# (B)(4)). On 2017-08-22: received results from investigation done at the ssu-workshop via email (no service report available). As stated by the service technician it has been found that the insulation resistance was too low, caused most probable by defective motor. The motor has to be replaced. As the spare part was not available for long time, they decided not to repair the pump. The defective pump has been scrapped and is no longer available for further investigation. Thus the failure could not be confirmed. Statement by maquet life cycle engineer: a correlation of the "safety-s error" and the "insulation resistance of the motor" is unlikely, as the insulation resistance is not actively monitored by the pump and will therefore not trigger an intervention by the safety system or causes a defect on the system. Most probable root cause could not be determined exactly. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that on startup of the hl20 multiple error messages occured, e.g. "Safety-s" error. This error causes a pump stop. No patient was involved. (B)(4).